Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) arrived on site to evaluate the analyzer. He verified the substrate, wash and table temperatures, all were within specifications. Then performed a leak test and a wash probe positioning procedure with satisfactory results. The fse ran the exec 2 diagnostic, the wash was being evacuated out of the reagent cups properly. He checked to make sure that the wash bottle cap was tight. Observed that the substrate syringe tip was worn, and replaced substrate syringe. Daily check passed. Performed a small precision troponin run on a patient sample, cvs were less than 2.4%. The probable cause of the event, was substrate syringe failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4) .

Event description:
On (B)(6) 2016 a customer reported on the aia-600ii, a report of imprecision on multiple analytes, including troponin, while running in duplicates. Customer indicated that the impression was intermittent. The customer reported discrepant patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results for the troponin, ck-mb, and beta-hcg. There was no indication of patient intervention or adverse health consequences due to reporting the discrepant results.